Event description:
The user reports recent variations in loudness, intermittency and slower start up than before when switching on the device. Reportedly, the hearing performance was good three months ago. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports recent variations in loudness, intermittency and slower start up than before when switching on the device. Reportedly, the hearing performance was good three months ago. The user was reimplanted on (B)(6) 2021.